Manufacturer narrative:
H10: the customer informed the remote service engineer (rse) that they wanted to verify the correct steps in correcting error code 1122- blower temp high. The rse instructed the customer to verify the air inlet filter was not dirty or blocked, verify the cooling fan was operation, replace the blower, and then replace the motor controller printed circuit board assembly (mc pcba). Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/14/2022, 12/21/2022, 12/28/2022 and 01/04/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had error code 1122 - blower temp high. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.